Manufacturer narrative:
Investigation results: received one sealed unit and one catheter assembly of a 24gx0.75in insyte autoguard device from lot 3269682 for the investigation of this complaint. A gross visual inspection shows that the sealed unit does not have any physical defects. The used catheter adapter is attached to an extension set. Per the customer¿s verbatim leakage was observed during use and therefore returned the sample for investigation. Both the unused catheter and the used catheter were tested for leakage. Leakage could not be confirmed on the unused unit. However, leakage occurred from under the nose of the yellow adapter on the used unit. Damage near the nose of the adapter is unlikely to occur in the clinical environment as it requires the clinician to completely withdraw the needle and re-cannulate. To further inspect the damage, the catheter adapter was removed from the catheter and evaluated. It was found that the catheter tubing has been pierced leaving a shape of the half circle cut in the tubing. This type of damage may occur during the swage process; when the tubing is placed over a pin, it may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing also. Operators perform sampling for swage depth and flare depth per the quality plan. Additionally, per the quality control plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Investigation conclusion(s): the defect of leakage was confirmed. Probable root cause conclusion(s): manufacturing a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. A notification was sent to the appropriate manufacturing personnel.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc leaked at the catheter/hub junction. The following information was provided by the initial reporter: IV successful, blood draw back flushing as you flush, leaking would occur at site of hub almost like a disconnect between cannula and hub. IV needed pulled and reattempted.